Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f2303 - medication required. Device problem code: a0105 - lack of effect.

Event description:
Material#: 405699. Batch number#: 0001524849. It was reported by customer that having an issue with the spinal trays with the lot #0001524849. It seems that the bupivacaine hcl that is in the tray is the problem. The medication has not been effective in multiple cases between last week and this week leading to patients requiring more medication or even general anesthesia. During our investigation, anesthesia used the bupivacaine stocked in the pyxis vs the bupivacaine from the tray and the anesthesia was effective. Verbatim#: rcc received a complaint via email. Email(s) attached. Reported issue per customer: "we are having an issue with the spinal trays with the lot #0001524849. It seems that the bupivacaine hcl that is in the tray is the problem. The medication has not been effective in multiple cases between last week and this week leading to patients requiring more medication or even general anesthesia.during our investigation, anesthesia used the bupivacaine stocked in the pyxis vs the bupivacaine from the tray and the anesthesia was effective." Medline reference: (B)(4). Item: 405699. Quantity affected: (B)(4). Serial/lot number: (B)(6). Po #: (B)(4). Are any samples available for return? Yes.

Manufacturer narrative:
Pr 9354640 follow up MDR for device evaluation: forty trays were provided to our quality team for investigation. All returned product belonged to b. Braun, none of the trays were bd products. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001524849 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. The sterilization record was reviewed, no issues were identified. Retain samples were analyzed, per the drug retain visual examination procedure, and no issues were identified. Based on the available information we are not able to identify a root cause at this time. We have notified the supplier of this incident. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Material#: 405699, batch number#: 0001524849. It was reported by customer that having an issue with the spinal trays with the lot #0001524849. It seems that the bupivacaine hcl that is in the tray is the problem. The medication has not been effective in multiple cases between last week and this week leading to patients requiring more medication or even general anesthesia. During our investigation, anesthesia used the bupivacaine stocked in the pyxis vs the bupivacaine from the tray and the anesthesia was effective. Verbatim#: rcc received a complaint via email. Email(s) attached. Reported issue per customer: "we are having an issue with the spinal trays with the lot #0001524849. It seems that the bupivacaine hcl that is in the tray is the problem. The medication has not been effective in multiple cases between last week and this week leading to patients requiring more medication or even general anesthesia. During our investigation, anesthesia used the bupivacaine stocked in the pyxis vs the bupivacaine from the tray and the anesthesia was effective." Medline reference: (B)(4). Item: 405699. Quantity affected: 3 cases. Serial/lot number: (B)(6). Po #: 4516662091. Are any samples available for return? Yes.